Event description:
It was reported that during testing at the user facility, the cordless driver 2 handpiece fell apart. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing at the user facility the cordless driver 2 handpiece fell apart. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Vibration over time is known to cause or contribute to the reported event.